Manufacturer narrative:
An evaluation of the kangaroo pump was performed for no specific reported condition. The unit was triaged and the customer¿s reported condition was confirmed to be no audio. The root cause has been isolated to corrosion of the 14v power circuit. The pcba has a substantial amount of corrosion on the upper right section. This area includes the +14v and -14v power circuits. The buzzer functions off of the 14v power circuit; if this circuit fails the buzzer will not function properly. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the no audio at startup. No patient was involved.